Event description:
Account states that they have been getting zero results for ast, alt and creatinine. The incorrect results were not reported. The account was able to determine they had a bad absorbance lamp and they were able to repair the instrument by replacing the lamp.